Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 103mg/dl at the time of the incident. The customer states they are calling back after receiving a battery cap and not resolving the issue. The customer states they also received a button error but could not trouble shoot since of the blank display. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump was received with blank display due to moisture damage electronic assembly. Unable to verify keypad unresponsive/button error alarm or post-reset ram crc alarm due to blank display.